Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID: d-evolutfx-2329; product type: 0195-heart valves; the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, an aortic dissection was observed.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. Suspect medical device: expiration date, serial #, and full UDI # system reported device: lot# 0012399234, device mfg date: 2024-08-14, use before date: 2026-08-14, full UDI #: (B)(4). H4. Suspect medical device - device mfg date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, an aortic dissection was observed. Additional information was received to report per the physician, neither the medtronic valve, delivery catheter system, guidewire, or anomalous patient anatomy were contributing factors to the aortic dissection. The cause was not reported. It was noted "conservative" treatment was provided.